Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, missing end cap sticker, scratched display window, and cracked case near display window corners during visual inspection. The pump was unable to prime during prime alarm test due to faulty force sensor system. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 77 mg/dl. The customer stated that insulin squirted out from the pump during prime. The customer stated that she did not get an error message. The customer stated that the drive support cap was recessed. The customer will be sent a replacement pump.